Manufacturer narrative:
This MDR is being submitted retrospectively because the reported event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The customer reported that the enteralite infinity orange enteral pump failed to alarm that no food was available when the administration bag was empty at the end of a feeding. (B)(4).